Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Additional information: investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawing, specifications, the instructions for use, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted: the device was returned with the handle and the basket formation in the closed positions. Kinks were found in the basket sheath located at 40 cm from the distal tip and 56.3 cm from the distal tip. Functional testing noted the handle actuated the basket formation. Visual examination noted broken wires in the basket formation and discoloration of the broken wires indicating laser damage. A review of the device history record found no non-conformances. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have had two of the three basket wires broken and kinks in the sheath. Discoloration of the broken ends of the basket wires possibly indicate the wires broke as a result of exposure to a laser during use, but the information provided by the customer stated the issue was discovered before use. All devices are inspected for functionality and damage during manufacturing and quality control checks. The cause for the broken basket wires could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported prior to an unspecified procedure using a ngage nitinol stone extractor, the user opened the package and found the basket wire to be broken. The device was not used. No adverse effects to the patient have been reported as a result of this occurrence.